Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/05/2017, that on (B)(6) 2017, the patient reported early transmitter replacement prior to the 3 month life expectancy. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of a signal loss. A root cause could not be determined.